Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and confirmed autofill failure alarm. Diagnosed and found that purge assembly and safety disk need to be replaced. On further diagnose fse confirmed and replaced drive manifold assembly (d104-00-0018) and checked unit. Performed all functional tests successfully and checked thoroughly. Device was working good.

Event description:
N/a.